Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever, and abdominal pain. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment with vancomycin, injection, 1 gram (route and frequency were not reported), amikacin, injection, 100 mg, once daily and fortum, injection, 1 gm, once daily (routes were not reported). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.